Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm while changing their infusion set. The customer's blood glucose was unknown. Customer reported the alarm was resolved by an infusion set change. The customer declined to return their infusion set for analysis. Customer's infusion set will be replaced. No additional information provided.